Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. Transesophageal echocardiography (tee) was used during the procedure and at follow-up. There was evidence of thrombus within the closure device. The leak was noted during the follow-up appointment. It appeared the closure device may have shifted 1 to 2mm more proximal, which resulted in the leak below the fabric. The patient has not had any other procedures since the implant. There were no patient complications, and the patient is awaiting the coil procedure to close the leak.